Event description:
The stomach was stapled with baker tube in the stomach. The port thought to be the distal balloon, marked on the port, distal, was the proximal balloon. Unknown to the surgeon and anesthetist. The distal end of the baker tube was cut when the surgeon fired the stapler across the stomach. The baker tube was cut. Device ports were labeled incorrectly.